Event description:
Procedure type: inguinal hernia repair. According to the reporter: balloon didn't inflate properly. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).